Manufacturer narrative:
Lot number - 18k031 and 19b029. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 20 </noe> malfunction events. It was reported that twenty small volume infusors underinfused during infusion. These events involved patients with no patient consequences. One event involved a (B)(6) old patient; patient identifiers were not reported for the other nineteen events. No additional information is available.